Manufacturer narrative:
(B)(4).

Event description:
During the procedure the physician used a complete se stent device to treat a chronic total occlusion proximal / mid left sfa lesion with a little tortuosity and moderate calcification. The device was removed from packaging per IFU, inspected and prepped without any issues noted. During deliver the stent passed through a previously deployed stent. It is reported that the stent deformation and fracture was observed post stent deployment; the stent was stretched during deployment either due to access sheath or a stent catheter issue. Additionally the stent dislodged. It was reported that the stent was stretched when catheter removal was attempted. Stent fractured and some was left in patient deployed. The physician stated that the stent may have deployed partially within the access sheath or the stent delivery system held onto the stent and stretched and fractured the stent. The physician experienced difficulties removing the device post stent deployment. The stent was deployed in an unintended lesion site; a portion of the fractured stent was accidentally deployed in the patient's iliac artery. No further patient complications were reported.

Manufacturer narrative:
Product analysis: the device was returned with the stent not present on the delivery system. No further damage was noted to the device. Correction: fractured part of the stent was deployed. (B)(4).

Manufacturer narrative:
Additional information: the physician stated that they thought that the stent delivery system was partially inside the sheath and this is what caused the stent not to come off of the delivery system and then get stretched into the iliac vessels, all the way to the aortic iliac bifurcation. No fractured part of stent was deployed. It was left there without complication. Physician was initially treating the sfa and stretched the stent back into the iliac all the way to the aortic iliac bifurcation.